Manufacturer narrative:
Based on the information provided, the customer did not accept the service quote, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the device is unable to start up.

Manufacturer narrative:
Phone number: (B)(6).